Manufacturer narrative:
A patient experiencing hematoma at the ipg site was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had a hematoma around the ipg site. The physician drained the hematoma on (B)(6) 2021. The patient complained of pain in his back however the physician believes the pain is related to something else. The patient is being treated with antibiotics. If needed, surgical intervention may take place at a later date. Additional information found the pain has resolved.